Event description:
It was reported to boston scientific corporation that a pinnacle® posterior pelvic floor repair kit (MFR report #3005099803-2013-12824) and an advantage fit system (MFR report #3005099803-2013-12823) were implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, during the two week and six week check-up, the patient did not have any complaints or complications. The patient was not seen since (B)(6) 2008. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.